Event description:
It was reported that the patient stated their inflatable penile prosthesis (ipp) device was not working properly as the cylinders did not inflate. The patient stated they will schedule an appointment with their physician for consultation. No further details were provided.